Manufacturer narrative:
Based on the available information, the cause of the reported image resolution poor appears to be due to procedural conditions. The cause of the reported difficult to remove (anatomy) could not be determined. The reported tissue injury appears to be due to the reported difficult to remove (anatomy). The cause of the reported heart block, cardiac tamponade, pericardial effusion, ventricular tachycardia (vt) and ventricular fibrillation (vf) appear to be cascading effect of the reported tissue injury. The cause of the reported hemorrhage appears to be due to procedural conditions. The cause of the reported death appears to be due to the procedural conditions. The reported effect of tissue injury, cardiac arrest, cardiac tamponade, pericardial effusion, ventricular tachycardia (vt), ventricular fibrillation (vf) and death are listed in instruction for use (IFU), and are known possible complications associated with mitraclip procedures. The reported medical interventions were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular medical affairs director. The reviewer stated that ¿the patient is (B)(6) and had an acute mi and rca stent placed on (B)(6)2023. Due to severe mr-not clear if this was due to mi or preceded it. The patient¿s papillary muscle rupture could have been due to manipulation of the clip against recently infarcted tissue; moreover, the injury could have been transmural causing lv perforation and subsequent tamponade and cardiac arrest. In the absence of imaging, an adequate root cause analysis cannot be performed. There does not appear to be a primary failure of the device; however, entrapment of the device and attempts to free the clip likely caused the aforementioned injury. The papillary muscle rupture, myocardial perforation, tamponade, cardiac arrest and vt/vt was likely initiated by the aforementioned injury in a patient with infarcted tissue. Patient eventually died as a result of the events which led to multiorgan failure and dic".

Event description:
This is filed to report death. It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr). The patient presented with a small heart, maximum height possible for trans-septal puncture 3.4cm, restricted posterior leaflet, opposing anterior leaflet flail, large coaptation gap 8mm. During the procedure, the ntw clip got entangled in chordae. In an attempt to free the clip, papillary muscle was ruptured. The patient experienced cardiac tamponade and pericardial effusion, requiring emergency pericardiocentesis. The patient developed complete heart block, ventricular tachycardia (vt) and ventricular fibrillation (vf), requiring defibrillation and cardiopulmonary resuscitation (CPR). Xtw clip was implanted lateral a2/p2. Another clip (ntw) was implanted a1/p1. Mr was reduced to grade 2. On (B)(6)2023, the patient experienced multi organ failure, primarily liver and kidney. The patient developed acute renal failure and disseminating intravascular coagulation (dic) post-operation. Pupils were found to be blown and the family asked for withdrawal of treatment. Subsequently, the patient expired. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.